Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm, 28.0 cm, 52.0 cm and 62.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. The distal portion of the embolization coil was returned distal to the introducer sheath and had offset coil winds. Conclusions: evaluation of the returned pod pc revealed offset coil winds on its embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, the returned pod pc was able to advance through a demonstration lantern with resistance due to the kinks on the pusher assembly. These kinks were likely incidental to the complaint and may have occurred during packaging for the device return. Further evaluation of the device revealed additional offset coil winds throughout of the distal portion of the embolization coil. This damage was likely incidental to the complaint and likely occurred due to the distal portion of the embolization coil being returned unprotected outside of the introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02081.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (pod pc), pod coils, penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, one pod coil, one smart coil, and one pod packing coil (pod pc) were implanted in the target location. Next, a pod pc was unable to advance beyond 10cm within the introducer sheath, and the pod pc was removed. The physician continued with the procedure using a new pod pc. Subsequently, a pod coil would not advance from the initial position within the introducer sheath, and the pod coil was removed. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.